Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what is meant by 'so the j-vac was used as the spring was contracted and the reservoir was capped'? No further information is available. Was another j-vac used to complete the case? Or the same reservoir was repaired and used to complete the case? The same reservoir was used without repair. Lot number? The lot number is unknown. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown open-heart surgery and a reservoir was used while attached to a drain. The drain was placed under the skin. After the surgery in the ward, after 1st collecting exudate, the reservoir could not be locked, so the reservoir was used as the spring was contracted and the reservoir was capped. After that, the reservoir was used with the same way until the drain was removed. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.